Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). When the customer performed both tests correctly, the control line was missing on both sides for both tests. So, 2 tests were performed correctly, with no results displayed, and a slight pinkish background on both test cassettes. The customer could not send any pictures of the test cassettes they had been thrown away several days ago.